Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens got stuck in the cartridge and scratched the optical zone of the lens. Additional information has been received and stated that the lens was removed during initial procedure and replaced with another lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Two photos were provided of the lens. The lens appeared to be cut or cracked from the edge to the center in a v shape pattern. Unable to discern scratches in the photos. Company product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified lens model or diopter, with a non qualified handpiece and viscoelastic. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens or cartridge or handpiece or viscoelastic combination. The IFU instructs the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lens (iols). Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The account indicated the product was not available to evaluate. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.